Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a prime fill anomaly from the insulin pump. The customer's blood glucose level was 215 mg/dl. The customer stated that she was in a rewind loop, the pump wanted to rewind after the fill tubing process. The customer stated that she removed the battery and the pump kept alarming. The customer was advised to hold down the act button until it receives a second series of beeps. The customer does not have a aaa battery to troubleshoot with the pump. The customer will call back to troubleshoot.